Manufacturer narrative:
H3: product analysis: part # 5530030: lot # h5875075 visual and optical inspection confirmed the threads of the set screw have been damaged. Optical inspection did not reveal any damage to the female torx or the break off portion of the screw. The damage to the threads appear to be from misalignment of the set screw during the attachment and threading into the domino. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having extension of the existing spondylodesis with s2 ala ileum screws and connectors for a double-rod technique it was reported that when the surgeon tried to break off the locking screw, it didn't work. The screw couldn't be broken off. The surgeon tried with 2 locking screws and neither could be broken off. There was metal abrasion between the thread of the connector and the locking screw, so that no screw could hold then. Therefore, the connector had to be replaced and the operation took longer. There was 60 mins of procedural delay.  There were no patient symptoms reported. There were no further complications reported regarding the event.